Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed infusion supplies shortly after eating, after which blood glucose increased to 299 mg/dl; the user was advised to monitor and call back if levels did not decline so the infusion site could be changed. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of basic troubleshooting and education. Investigation included user interview and review of reported use conditions. Investigation of this case revealed insufficient information to determine a device malfunction or site issue, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.